Manufacturer narrative:
The customer's report that the maxzero leaked was not confirmed based on testing of the as-received sample. Dried blood residue was observed within the connector. The cap was manually removed. Visual inspection under magnification observed no obvious damage or issue with the received sample. Further visual inspection of the received sample observed no damage or issue. Further testing of the received sample mated with various lab components observed no leaks. The reported mating component/components were not received for evaluation. The root cause that the maxzero leaked was unable to be identified.

Event description:
It was reported that there was a maxzero leak. The leak occurred when flushing the implanted port with "attached" y-tubing. It was observed that blood was leaking from the distal end with the maxzero connector. The nurse checked the device for secure attachment. There was no delay or change in course of treatment due to the event. There was no intervention required. Although requested, no additional patient information was provided. The event occurred on unit 9t.

Manufacturer narrative:
Concomitant medical products: alcohol cap, syringe; huber needle with unspecified extension tubing, therapy date (B)(6) 2020. The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed. Although requested, no additional patient information provided.

Event description:
It was reported that there was a maxzero leak. The leak occurred when flushing the implanted port with "attached" y-tubing. It was observed that blood was leaking from the distal end with the maxzero connector. The nurse checked the device for secure attachment. There was no delay or change in course of treatment due to the event. There was no intervention required. Although requested, no additional patient information was provided. The event occurred on unit 9t.